Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor imaging studies were returned nor provided for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. We will continue to monitor for trends as more definitive data is collected.

Event description:
It was reported that on: in 2003 the patient underwent l5-s1 fusion surgery with pedicle screws. On (B)(6) 2007: the patient underwent fusion surgery in which infuse bone graft was used at l5-s1. On (B)(6) 2008: the patient was presented with confirmed qualifying bone growth and l5 extensive heterotopic ossification was observed. On (B)(6) 2007: the patient experienced nerve damage complained of chronic pain and meralgia paresthetica. On (B)(6) 2008: the patient complained of radicular pain. On (B)(6) 2009: the patient was presented with radiculopathy.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.